Event description:
Event description boston scientific received information that the patient with this pacemaker presented to the emergancy room with max sensor rate pacing the accelerometer feature was turned off and the patient went into atrial fibrillation around 60-67bpm. The patient was experiencing chest tightness due to the high pacing rate which was alleviated once the accelerometer was off. The patient was hit by a golf ball in the pocket region 2.5 weeks ago. The device was included in the hermatic sealing field advisory.